Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of no delivery alarms from the reservoir. The customer's blood glucose reading was 116 mg/dl. The customer stated that he changed his infusion set twice and it got occluded. The customer stated that he changed his set and reservoir at lunch time and gave himself a bolus and his blood glucose rose. The customer will be sent replacement sets.